Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to failed batt test alarm. Unit had broken reservoir tube lip. Motor passed motor test. This(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received several motor error issues, battery corrosion and crack on the reservoir lip ring. Customer stated that reservoir did able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.